Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a bleed during a hemostasis clipping procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician wanted to clip a bleed on a tissue mass. The physician advanced the clip toward the mass and before clipping, he noticed that one of the prongs on the clip was bent backwards. He was not able to attach the clip to the tissue as a result of the bent prong; therefore, the entire clipping device was removed from the patient. The physician successfully stopped the bleed using another manufacturer's device. There were no reported complications as a result of this event.

Manufacturer narrative:
A visual examination of the suspect device could not be performed as the complainant indicated that the device was disposed. Based on the details of the complaint, is it probable that the bent clip resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.